Manufacturer narrative:
Continued e1 phone number: (B)(6). The event of seroma and capsular contracture are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and capsular contracture baker grade lll and gel leak.

Event description:
Healthcare professional reported "altered", "silicone tears", "periprosthetic fluid", "sweated", "seroma" and "capsular contracture baker grade lll". This record is for left side. The device was explanted.

Manufacturer narrative:
Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ gel bleed: not observed since no gel is out of the device and the weight is within specification. ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. ¿ seroma-late: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis creases, wear abrasion, voids in the gel and deformation are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "altered, silicone tears, periprosthetic fluid, sweated, seroma and capsular contracture baker grade lll". Healthcare professional later reported "mild fibrous capsular thickening". This record is for left side. The device was explanted.